Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported three weeks prior the patient had a "fall" or "spell". She could not sit up and they took her to the hospital and they thought it was the stimulator. The patient said "she could not think of what it was". No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional stating the fall and hospitalization was due to vestibular dysfunction - bppv and the patient was doing pt/ot to resolve the issue. The issue was resolved at the time of the report.